Event description:
General report received of an unspecified number of undocumented incidents of inaccurate deliveries. The secondary tubing sets were being used for piggyback deliveries of unspecified solutions. The customer contact reported upon connecting the secondary tubings sets to unspecified primary tubing sets, either slow flow or no flow were noted. The tubing sets were replaced and the therapies were resumed. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
Devices are expected to be returned for investigation. They have not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).